Event description:
It was reported that the device did not have blade. The target lesion was located in the left anterior descending artery. A 10 mm x 2.50 mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During preparation, when the package was opened, the product was found to be solid, and there were no blades. The procedure was completed with another of same device. There were no complications reported, and patient is stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the device did not have blade. The target lesion was located in the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During preparation, when the package was opened, the product was found to be solid, and there were no blades. The procedure was completed with another of same device. There were no complications reported, and patient is stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This conclusion code is based on the available information, manufacturing review and the record review conducted at the complaint investigation site. Based on the limited available information it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established.